Event description:
It was reported that a patient had fell down the stairs and was in the ICU. The patient's device was checked in the hospital and was found to have high impedance and low output current. The patient underwent a full revision due to the high impedance, and the generator was replaced prophylactically. The explant facility is a site that does not return explanted devices therefore no explanted devices have been received into analysis. No additional relevant information has been received to date.